Event description:
It was reported that during a ligamentoplasty of the semitendinosus tendons, the fast-fix anchors were dropped at the same time after deployment of t1. The procedure was completed with a backup device. There was a surgical delay greater than 30 minutes and no other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Part of two devices, used in treatment, were received for evaluation. Device 1: there was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The distal needle was severely bent. No sutures or anchors were included. The depth limiter button was in the default position. The deployment needle was in the t1 position. A functional evaluation was performed. The deployment needle could not be moved with reasonable force because of the bent distal needle. The complaint was confirmed and the root cause has been associated with a stress problem. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. Device 2: there was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No sutures or anchors were included. The depth limiter button is in the default position. The deployment needle is in the t1 position. A functional evaluation was performed. The deployment needle functioned as designed. The reported failure was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of the device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a ligamentoplasty of the semitendinosus tendons, the fast-fix anchors were dropped at the same time after deployment of t1. The procedure was completed with other similar identical device. It is unknown if there was a significant delay during the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during a ligamentoplasty of the semitendinosus tendons, the fast-fix anchors were dropped at the same time after deployment of t1. T1 anchor was removed from the patient and the procedure was completed with a backup device. There was a surgical delay greater than 30 minutes and no other complications were reported.